Event description:
It was reported to philips that the device is disabled after an operational check therapy error. The customer found a cross mark on rfu indicator and found the error ¿equipment therapy disabled¿. The customer then did an operational check and found error still persists. There was no reported patient involvement.